Manufacturer narrative:
(B)(4). Batch #u5cd9y. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The device opened and closed without any difficulties noted. No conclusion could be reached as to what caused the firing mechanism to fail. It is possible that the device was fired on thicker tissue than indicated or fired through a locked reload in previous firings, causing an increase of the internal forces resulting in the component yielding. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following, "caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure." Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, the clamp would not release on the device. It's unknown whether there were any patient consequences. No other information is available.